Manufacturer narrative:
A field service engineer (fse) confirmed the errors the customer reported upon arrival. The fse replaced the main analyzer card to fix the errors. The repairs were verified per established service procedures. The beckman coulter internal identifier for this report is (B)(6).

Event description:
The customer reported high conductivity (cv%) values on a coulter ac t diff 2 analyzer, and requested a service visit. The customer stated that the event occurred after a power surge or outage. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.